Manufacturer narrative:
Section h4: corrected data. Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed a low-speed event, low flow events, and elevations in power and flow, which could be consistent with potential ingestion events, a direct correlation between heartmate ii lvas, serial number (B)(6), and the suspected thrombus could not be conclusively established through this evaluation. The account submitted log files for review. On 17may2020 at 05:26:00, the submitted log file captured a low speed event. Also, analysis of the submitted log files revealed transient power elevations up to 14 watts recorded throughout the log file between 17may2020 and 18may2020. Additionally, the log file revealed transient low flow hazard alarms were captured on 14may2020 and 15may2020 when the flow dropped below the 2.5 lpm threshold that resolved towards the end of the log file. Although a specific cause for the events captured in the submitted log files could not be conclusively determined through this evaluation, based on previous complaint experience, the log file data appeared consistent with some material, such as a thrombus, being ingested into the pump. The patient underwent a heart transplant on (B)(6) 2020. The heartmate ii lvas, serial number (B)(6), was not returned for analysis. Multiple attempts for additional information and product return were sent to the customer and no further detail was provided. The hmii lvas IFU lists device thrombosis and peripheral thromboembolic events as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in this IFU. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Finally, this IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines the recommended anticoagulation therapy and inr range. Additionally, these documents outline all system controller alarms, including low speeds, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was later reported through the patient outcome that the patient underwent a transplant on (B)(6) 2020. No additional information was provided.

Event description:
It was reported that the patient was having power spikes and suspected thrombus. A hemolysis workup was done previously with increase in hemolysis markers. A second hemolysis workup was pending. Log files were sent. Right heart catheterization was completed during the week of (B)(6) 2020. Powers were stable over the week of (B)(6)2020, the previous week. The patient began to have power spikes again on (B)(6)2020. A review of the log file submitted on (B)(6)2020 noted frequent pulsatility index (pi) events on (B)(6)2020 and (B)(6)2020. Low flow events were noted on (B)(6)2020 and (B)(6)2020. On (B)(6)2020 and (B)(6)2020, the power and flow increased and remained elevated for the remainder of the log file. A speed drop to 8470 rotations per minute (rpm), which was below the lower speed limit (lsl) of 8600 rpm, was noted on (B)(6)2020 at 17:26. The power was elevated at the time of the speed drop below the lsl and the supply voltage was down to 11.2 volts with only the white lead connected. Technical support noted that the speed drop below the lsl of 8600 rpm could be caused by something passing through the pump or by the low supply voltage. Technical support recommended that the account replace the patient cable and requested the lot number of the patient cable.

Manufacturer narrative:
Section b5: additional information. Section g3, h2: corrected data. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported to the hospital for right heart catheterization for evaluation for possible transplant. Evaluation of the left ventricular assist device (lvad) noted elevated power with past low speed advisory and new complaint of shortness of breath. Log files were obtained and the percutaneous lead was evaluated for potential fracture. Echocardiogram was recommended to evaluate for possible thrombus. The percutaneous lead did not have a fracture. The echocardiogram was performed and showed no evidence of thrombus. Lactate dehydrogenase (ldh) was elevated to 1198 u/l with plasma hemoglobin levels of 9.7 mg/dl. The patient was stable and admitted to the cardiac unit with no power spikes, alarms, or other warnings from the ventricular assist device (vad). The patient was listed as united network for organ sharing (unos) status 3 for heart transplant.